Event description:
It was reported that during implant there was difficulty getting proper lead placement in the right ventricle. High right ventricular pressure pushed the lead out of position. Sensing and pacing thresholds were inadequate. It was also noted that the physician had difficulty inserting the stylet into the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and the lead appeared damaged at implant.